Event description:
It was reported that the fiber can detached within the scope at 0 joules. After opening the fiber and inserting it into the fiber port, physician tried to move the fiber, (twisted from side to side) in the scope but felt that where was not enough room to move the fiber around. The physician changed the nipple out and re-inserted the fiber at which point he noticed that the fiber cap was detached. The cap was retrieved with forceps. The procedure ws completed with another fiber. There was no injury to the pt.